Event description:
It was reported that the insulin gauge was inaccurate, that resistance was experienced during the fill process, that the graph was missing from the pump display, and that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 80-150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.